Event description:
It was reported the pt is no longer receiving stimulation from her thoracic scs system. An sjm representative met with the pt and lead diagnostics were normal. Reprogramming was unable to resolve the issue. Follow up information identified the pt met with the implanting surgeon and x-rays taken did not show any abnormalities. The pt does not want to address the issue at this time since she is not experiencing the same amount of pain.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.